Event description:
The customer reported a unicel dxc 800 pro synchron system was generating cuvette error messages and low or suppressed results. While troubleshooting, the customer found fluid on the reaction wheel and observed the cartridge chemistry (cc) sample probe dripping. The leak was contained to the instrument. The operator was wearing gloves and a lab coat when the leak was found; there were no report of exposure to the leak or of injury in connection with the leak. The customer reanalyzed between 20 and 30 patient samples and provided results for three patients, which confirmed erroneous results for alkaline phosphatase (alp), cholesterol (chol), total bilirubin (tbil), alanine aminotransferase (alt), and triglyceride (tg.) Erroneous results were not reported out of the laboratory.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced all wash collar valves and rerouted reagent level sense cable and fluid tubes. The leak was resolved and system performance was verified.